Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed replace battery now alarm without prior low battery alarm. The customer¿s blood glucose level was 28 mmol/l and 17 mmol/lat the time of the incident. Customer stated that the insulin pump had power was off and customer received no insulin because of that. Customer stated that the after placing a new battery and clearing all the alarms, the insulin pump was functioning again. Customer stated that the insulin pump eventually shut off completely because there was no power left in the internal battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.